Manufacturer narrative:
Evaluation summary: three samples were taken for evaluation. The samples were inflated and inflated without issue. The samples were leak tested under water and no leakage detected. The reported defect could not be detected on the samples inspected. In the absence of the actual complaint sample it is not possible to determine the root cause of this particular issue. The reported defect could not be detected on the samples inspected. All of our products undergo a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: one device was received for evaluation. The reported event was not confirmed. Visual examination shows no sign of any defect. The returned unit was inflated without any issue. The returned unit was leak tested under water and no leakage was detected. The reported defect could not be detected on the unit returned for evaluation. The most probable root cause is an inflation device remained in the inflation valve allowing the air to escape. Please refer to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had breakage and air leakage when package was unpacked. There was no patient involvement.